Event description:
It was reported that the cayman ratcheting hudson handle broke. The reported event was noted outside of the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Event description:
It was reported that the cayman ratcheting hudson handle broke. The reported event was noted outside of the or. There is no procedure associated with this reported event, no patient involvement, and no adverse consequence has been reported.

Manufacturer narrative:
H6 coding has been updated to reflect device evaluation and investigation conclusion.